Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted, bunched and lifted from the stent profile. The stent was also slightly damaged at the distal edge with struts on the first row lifted and stretched. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and the wings on the proximal side of the balloon where the stent was bunched appeared to be opened out from their folded position. No issues were noted on the distal side where the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-apr-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 24x2.25mm, de novo target lesion contained <= 45 degree bend and was located in the moderately tortuous and moderately calcified right posterior descending artery (pda). Following predilation with a 1.5mm non-bsc balloon catheter resulting to 70% residual stenosis, a 24x2.25mm promus premier drug eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.